Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed raised, red bumps under all the therapy electrodes and front ECG electrode of the lifevest. It was also reported that the irritation was weeping and open and that the patient may have an allergy to metal. The patient's doctor prescribed triamcinolone acetonide cream 0.1 percent. Follow-up indicated that the irritation was getting better with the use of the prescribed cream.